Event description:
Sorin group received a report that the pump of the stockert s5 system was not counting cardioplegia accurately during a procedure. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.